Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the system issued an occlusion alarm indicating increased back pressure in the insulin delivery path, verified by the patient¿s caregiver, and the issue resolved only after changing to the correct infusion set supplies; the event involved the infusion set and tubing, including a prior mismatch of insets versus the patient¿s contact detach set, and education and troubleshooting were provided, including acknowledging the alert, resuming insulin, and performing a fill-tubing check. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included technical support review, user guidance to verify flow, and assessment of supply integrity. Investigation of this case revealed a blocked or otherwise compromised infusion line consistent with an occlusion, with resolution after supply replacement and confirmation of correct infusion set type. It was concluded that the event was due to an occlusion related to the infusion set/tubing, and user education and correct supply replacement restored normal function.